Event description:
The customer reported "run op and pass, and then screen freeze". There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.